Manufacturer narrative:
The reported complaint of problems tightening the setscrew and then unable to untighten the setscrew was confirmed. Analysis found the user of the torque wrenches stripped the setscrew inset. The inset was 100% stripped so that the user could no longer engage the setscrew to untighten it. The shape of the setscrew inset was distorted indicating the user was inserting and turning the wrench at angles which is incorrect use of the wrench. The user¿s use of the wrench resulted in the tightening and untightening problems. Analysis of the device did not find any device anomalies

Event description:
Related manufacturer reference number: 2017865-2021-11337. It was reported that patient presented for a routine pacemaker system implant procedure. During procedure, it was noted that the lead could not be fixed adequately using a setscrew onto the header of the pacemaker. The physician then attempted to remove the lead but the setscrew could not be untightened because the lead had locked in place. The lead was cut from device header and removed with some difficulty retracting the helix. The pacemaker was also explanted and a new pacemaker system was implanted successfully. The patient was in stable condition.